Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it was observed to have a lint like foreign material that could not be removed with irrigation and aspiration. The postoperative one day refraction revealed five diopters of hyperopia. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
In a follow up, the surgeon reported that he decided not to explant the lens, and that the lens was unlikely to have been related to the event.